Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 421 mg/dl. Customer's blood glucose value was 421 mg/dl at time of incident. The customer had not treated the high blood glucose. Troubleshooting decline to troubleshoot for high readings. Customer also stated about insulin flow blocked alarm. Troubleshooting was performed for insulin flow blocked alarm. Customer was assisted in performing a 5.0u fill cannula. Customer states the insulin exited. Customer also stated about bent cannula. The product was not returned for analysis.